Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) never worked and their pain never left. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated settings not working properly. Patient has had the same settings for 2-3 years; it doesn't do any good. Patient stated she did not think it did what it was supposed to do. Patient stated they had x-rays done and everything was connected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.